Manufacturer narrative:
(B)(4). We received one used (approximately half filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cones) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After waiting for a while the pump did not work (solution was not running). Then the pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. Statement received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is closed and the original wing cap has been replaced with white closing cone. Big top cap is opened and discofix cap is removed. No crystallized/solution residue is observed at filling port. Additionally, detected crystallized residue and air bubble at male luer lock. White closing cone is removed and clamp clip is released. No flow is observed. Complaint sample is left for 30 minutes. The pump remained not flowing. The complaint sample is blocked. No other deviation is observed. Remarks: complaint sample is brought back to bmi for decontamination and further investigation. Analysis: complaint sample is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at point a (microbore tube, before male luer lock) and tested with leakage test. Air bubble is observed. Section a is flowing. Therefore, section a is ruled out from the possible contributor of blockage. Complaint sample is then dissected at point b (fiilter hub, microbore tube side) and tested with leakage test. No air bubble is observed. Therefore, blockage contributor is narrowed down to section b. Section b is then dissected to section c (microbore tube + filter connection) and d (microbore tube). Both sections are then tested with leakage test. Section c is flowing while section d is blocked.therefore, blockage contibutor is narrowed down to section d. Section d (microbore tube) is inspected under smart scope. Found lumen of microbore tube is blocked. Conclusion: complaint sample is blocked due to crystallized residue inside male luer lock. Therefore, the complaint is considered as not judgeable.

Manufacturer narrative:
(B)(4) b. Braun medical, inc. (Importer) is submitting this report on behalf of (B)(4). This report has been identified as (B)(4). The device is currently shipping from (B)(4) to bbm in (B)(6) for investigation. A follow-up report will be provided when the inspection results are available. Reviewed the device history record and no abnormalities found during in process and final control inspection

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): no flow.